Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during pre-dilatation of a heavily calcified iliac artery the balloon ruptured at 11 atm. The device was removed and a non-abbott balloon catheter was used which also ruptured. The pt did not experience any adverse sequelae. No additional info available.